Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. On (B)(6) 2024 , the patient experienced rash, redness, inflammation, pimples, blisters, infection, and welt under entire patch area. The patient was treated with an unspecified prescription oral medication and recovered after treatment. At the time of the report, the patient was okay. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional patient or event information is available.